Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported issue. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis q.zen ceiling unit. During a patient transfer, the patient slid off the table and fell to the floor. Detailed clarifications of this event are currently ongoing. We have no indications of any adverse effects on the health status of the patient involved.

Manufacturer narrative:
The investigation was conducted in expert discussions (considering complaint description, cs reports, system history). The conducted investigation did not identify system failure or malfunction for the time of the event. In general, tabletops alone are not designed to prevent a patient from falling, if not fixed as described in the instructions for use, due to the flexibilities needed for the user. Appropriate material is provided with the system for patient fixation. However, fixation by means of belt/body straps is essential. The purpose of the body straps is to prevent the patient from falling after being transferred to the table. The operator manual contains adequate instructions about patient transfer protocols and safety measures. Relevant warnings are outlined within the chapter titled "transferring and positioning the patient." Warning. Movement of the patient on the tabletop. Patient may slip from the table to the ground. - never leave a patient unattended on the tabletop. - use the provided accessories, e.g. Immobilizing straps to secure the patient in a stable position. - always keep the mattress fixed on the tabletop with the velcro. Warning. Patient transfer. The patient may fall to the ground. - move system into patient transfer position. - park the patient stretcher/bed right alongside the patient table without a gap. - lock the brakes of patient stretcher/bed. - always keep the mattress fixed on the tabletop with the velcro. - press the block movement button to prevent motorized movements or temporarily remove the consoles. - prevent pushing the table transversally with excessive force during patient transfer, or hold it if it cannot be avoided. - use positioning aids for moving the patient. The entire process of patient fixation and transfer is under the responsibility of the operator. That includes the table top, the mattress, fixation accessories, the alignment of the material and the patient on the table and a proper execution or fixation performed by the operator including spending appropriate attention to the patient, e.g. Depending on his response ability. As relevant root-cause for this incident an individual use issue was determined. The patient fell off the table during the transfer as the patient was not adequately secured to the table, and the operator has not responded quick enough to prevent the fall. The artis q.zen ceiling system did not cause or contribute to the patient's fall. There is no indication of a system malfunction. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.